Manufacturer narrative:
On august 19, 2020, mentor received the following additional information: the patient was diagnosed on (B)(6) 2017 and it was a blood work ordered by a rheumatologist. The patient experienced local symptoms, such as redness, and the patient also experienced capsular contracture; baker grade unknown on the left breast. Lastly, the patient was scheduled for bilateral implant explantation surgery on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient who underwent primary breast augmentation with two 400cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including not being able to breathe normally, limited to short breath, pain around chest cavity when taking a deep breath, difficulty laying down, pain when turning side to side, inflammation from neck to the bottom of rib cage, headaches, fogginess, fatigue, shoulder issues, joint pain, pain in hands and feet, body aches, blurred vision that started two to three years ago, chronic inflammation throughout body, muscle soreness everyday even without working out, inflammation up down and spin, and chest that is hard and painful and hurts to lay down on. The patient also has arthritis and fibromyalgia. In addition, the patient was also diagnosed with anxiety in 2016 and was put on anti-depressants. The patient also takes pain medication and anti-inflammatory medicines. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.this medwatch form is for the left breast prosthesis.